Event description:
It was reported that pump issued cartridge alarm 20 during use and caller had experienced cartridge alarms with consecutive cartridges, although this was first time this specific alarm was reported with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, followed guided troubleshooting for cartridge alarms, and was provided replacement pump with express delivery as instructed by higher-level support.